Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es units at rhh_w and rhh_e ran slow during critical override. The customer stated that the issue caused a 05 to 10-minute delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system was running slower than prior to critical override. A technical support specialist assisted logs and domain server was slow to respond when stations were on co and there was power outage and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.